Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a patient notifier alert for battery depletion. Normal device outputs were seen, but separately, noise was noted on the rv lead. The device was explanted due to suspected premature battery depletion. The lead remains implanted.